Event description:
The healthcare provider (hcp) reported two months ago the consumer felt a shock in the stimulation location from the device so they stopped using the stimulator after that. It was unknown when the last successful recharging session was. It was noted the hcp stated the consumer charged yesterday but it may not have connected. Currently the hcp was attempting to communicate with the implantable neurostimulator (ins) with the patient programmer (pp) but were getting the poor communication screen. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.